Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition with missing battery door. Event history log review was performed and found evidence of reported problem. Visual inspections and psi testing were performed. The customer's stated problem was not verified. Inspected the pump and cassette attach onto the pump and the pump was able to perform functional test with no issue occur. The device was found to be operating properly and no problem found. However, in the event log did showed "wrong cassette attach message" around the time of the complaint. Therefore, service replaced the downstream occlusion sensor as a preventative measure. The root cause of the reported problem is unknown.

Event description:
Information was received indicating that it was observed that this cadd prizm vip infusion pump gives wrong cassette alarm. No adverse effects reported.